Event description:
Information was received from a patient (pt) regarding an external device the reason for call was patient reported they were not having a good time trying to get their charger together. Pt mentioned they called several times in the past. Pt stated it¿s not connecting saying ¿not found¿. Every time they¿re trying to get into it, it¿s giving a serial number and it¿s not ¿hooking up¿. They can¿t get it to work right and they¿re having a lot of problems with their equipment. Pt stated they were trying to connect to their implant and get the information they need because about week ago, it was like 40% on the charger and they haven¿t had it on for about a week, now they¿re having problems with the pain from their ankles to their toes. Pt stated they are currently using the recharger app. Agent had pt close all applications. Pt confirmed that the communicator was powered on and showed battery light (green). Agent had pt turn airplane mode 'on' and 'off' and enable bluetooth and location, close all applications, launch mystim app and attempt to connect. Pt stated they had their external equipment connected to the charging cords. Agent had pt disconnect the charging cords from the external equipment. Pt stated seeing ¿communicator not found¿. Agent had pt turn the communicator off and on. Agent then had the pt reset the communicator and press ¿retry¿ from the "communicator not found" screen. Pt confirmed they were able to connect to the implanted neurostimulator and view their therapy information with group c activated. Agent guided the pt in adjusting their therapy settings. Pt switched to group b and attempted to adjust the intensity. Pt confirmed that therapy is on, but both base and prime were off. Pt adjusted the base from 0.3 and the prime from 0.0; however, the changes are not being saved. Pt mentioned that they have their intensity set at 4, the highest level, and when they had it on that high, and how long they left it on, it would get hot. Pt also stated that the communicator battery was at 97%. Regarding the event date, pt mentioned for about a week. Agent reviewed best practices for using the recharger apps and the mystim app. The pt was redirected to their hcp to address their intensity settings. See [708685780, 708588028, 708560640 for previous issues]

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.